Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was feeling very hungry, lightheaded and shaky and then lost consciousness. A friend called an ambulance and the paramedics treated the patient with 2 glycogen injections and glucose gel. The paramedics took the measurements and the cgm was reading 5.5 mmol/l and the patient stated the blood glucose said 'it was minus or zero'. At the time of the report the patient was feeling fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.